Event description:
It was reported that the swan-ganz thermodilution catheter was producing questionable numbers for cardiac index. The numbers are not matching a calculation used.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional d2b: product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional g4: 510k: k231248.